Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A revision surgery to re-insert the active electrode into the cochlea was done on (B)(6) 2018. Reportedly, the recipient had no hearing sensation with the device and the active electrode was out of cochlea. An incident of accident or trauma is unknown. After re-insertion, the implant functions well.

Manufacturer narrative:
Additional information: based on information received with the recipient report, the electrode was accidentally pulled out of cochlea during ear cleaning in the hospital. A full insertion was achieved at the initial implantation. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use.

Event description:
A revision surgery to re-insert the active electrode into the cochlea was done on (B)(6) 2018. The recipient had no hearing sensation with the device and in a CT scan the active electrode was seen out of cochlea. During initial implantation on (B)(6) 2012 the active electrode was inserted completely. Initial implantation was done simultaneously with a tympanoplasty for chronic otitis media. According to the user, the sound perception with the device was good. Later, a purulent cholesteatoma relapsed destroying the back wall of the auditory external canal. The ear was cleaned in the hospital on (B)(6) 2018 and the electrode was accidentally pulled out. Afterwards, the user had no more auditory perception. After re-insertion, the implant functions well. A full insertion was achieved. Intra-op in-situ measurement showed all channels within normal limits, which was confirmed in expert measurements.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. This finding was expected because according to the recipient report the device was explanted due to device unrelated medical reasons, namely re-occuring cholesteatoma and suppuration from the ear. Reportedly the recipient underwent an ear cleaning procedure due to a cholesteatoma already back in 2018, during which the electrode was accidentally pulled out of cochlea. A re-insertion surgery was performed successfully. However, the cholesteatoma re-occurred now and the device was explanted. The problems described in the recipient report seem to match the damage found. This is a final report.

Event description:
Purulent cholesteatoma relapsed destroyed the back wall of the auditory external canal. The ear was cleaned in the hospital on (B)(6) 2018 and the electrode was accidentally pulled out. Successful revision surgery to re-insert the active electrode into the cochlea was done on (B)(6) 2018. Additional information received stated that in april 2020 the user complained again about suppuration from the right ear. Imaging showed again cholesteatoma. The cholesteatoma was removed, and the user was re-implanted with a new device on (B)(6) 2020.